Event description:
It was reported that the customer had high blood glucose levels of 372 mg/dl. The customer also reported having had low blood glucose readings of around 38 mg/dl to 40 mg/dl. The customer reported regularly having low blood glucose levels for the past two years which could be attributed to manual labor. The customer reported air bubbles on the reservoir and tubing of the insulin pump. The customer also reported that there was usually blood at the infusion sites for the insulin pump. The customer also reported having had no delivery alarms in the past. Troubleshooting was done. It was reported that the insulin pump passed the high pressure test. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.